Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are planning to get a new stimulator implanted. Patient mentioned when current ins was implanted, the surgeon placed a surgical lead in their c1 to c4 area and patient stated the doctor placed the lead upside down with the wire running down their shoulder to the ins in their hip. Patient then said they are having ins replaced because the new ins will be able to sense their body through the lead to provide a more true position. Patient said their current ins has a gyroscope in the ins which patient said doesn't give a true position to where their body was located so 'it was not operating'. Patient then said with the new implant a signal will be pushed through the lead and would be more precise to be able to address the problem where if patient moves their head the stimulation would get stronger and shocked them so the stimulation will become more useful than painful. When asked event date of not getting the relief from therapy patient said about 5 years ago, 2 years after implant. Patient mentioned the last time they were at the pain doctors office they got a complete mapping of the implant by the manufacturing representative (rep) and the decision was made to replace the stimulator. Agent reviewed with the patient to continue working with the doctor on any question regarding the device replacement.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c190 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2018. Explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c190 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Patient called back and repeated previously documented event. Patient stated they were scheduled for battery replacement on february 27th. Patient said they had 3 mris, but when they got an appointment with their doctor, they were told that if they are not going to change their leads and just the implant, there's no need for MRI. Patient mentioned they just wanted to affirm that their doctor informed manufacturer that they would be implanted with a new device on the 27th. Agent redirected patient to the doctor and advised that their doctor could call technical services if they have further questions.